Manufacturer narrative:
Other applicable components are: product ID: 9733437 psu polaris spectra, serial/lot #: unknown, ubd: unknown, UDI# unknown. A medtronic representative went to the site to test the equipment. Testing revealed that there were no issues with the system. The firmware was re-installed for the optical camera, and the power port for the system control unit (scu) on the ups was changed as a preventative measures. The system passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that sometimes, a message "localizer not connected" occurred with a beeping sound from the optical camera. There was no patient involved.